Manufacturer narrative:
(B)(4). Event month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify what is meant by " when the surgeon fired the device, it did not complete well"? Did the device staple? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete? Were the cut line and staple lines equal? The device is reload and the cut line was complete but some staples did not form b-formation

Event description:
It was reported that during an unknown procedure, when the surgeon fired the device, it did not complete well. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p57w8x. Device evaluation: the analysis found that one ntlc55 device was returned with no apparent damage, and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.